Manufacturer narrative:
A field service engineer was dispatched and confirmed that the line conditioner had arced and damaged surrounding components. The fse replaced the line conditioner and damaged components to resolve the issue. (B)(4).

Event description:
The customer reported hearing a popping sound and seeing sparks coming from the far right side (near the on/off switch) of the unicel dxc 600 pro synchron system. There was no report of injury. Visible sparks and smoke were observed. A burning smell was noticed. There was no fire and the fire department was not notified. No erroneous results were generated.